Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the last calibration performed on 16-jul-2024 and the results were within specifications. The investigation reviewed the qc recovery for level 3. The mean was 12.87 mg/dl with a standard deviation (sd) of 0.07 and coefficient of variation (cv) of 0.56%. The within-run precision guidelines for calcium are an sd of 0.16 and a cv of 2%. The investigation reviewed the alarm trace and a sample short alarm was noted on the date of event, close to the time the patient sample was run. The field service engineer inspected the module and performed a mechanism check. He determined that the overflowing cell blank and the worn rinse tubings had caused the event. He then replaced the rinse tubings and adjusted the rinse volume. He verified the module's performance by mechanism checks, a cell blank, and a 21-cup assay precision test with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from two patient samples tested on the cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory as the reporter deemed them low, prompting the rerun of the patient samples in the other module. Sample 1: the initial result from the module is 6.7 mg/dl. The repeat result from the other module is 9.3 mg/dl. Sample 2: the initial result from the module is 6.2 mg/dl. The repeat result from the other module is 8.7 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 701 module is (B)(6). The investigation is ongoing.